Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 5. They checked the lines and bags and found no source of a leak. They cycled power off and on to clear the se 2240 alarm followed by a se 2367 ending therapy. The registered nurse (rn) disconnected the home patient (hp). They cleared the error ending therapy. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were no patient extension lines being used and no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and it was unknown how they would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(4) 2012, and she was aware of the patient having had that alarm. She had spoken to the rn who had been working with the patient at the time. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. This writer made repeated unsuccessful attempts with the hp at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.